Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. The pump was unable to perform occlusion test due to prime anomaly. However, the pump passed the excessive no delivery and displacement test. The pump had no backlight, anomaly isolated to the lcd board. The pump was received with cracked reservoir tube lip, broken belt clip slot and scratched on display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a priming anomaly from the insulin pump. The customer's blood glucose was 441 mg/dl. The customer treated the high readings with a syringe. The customer stated that when she primed the pump, there is a no delivery alarm. The customer stated that she caught the flu and that was the reason why it was holding her down. The customer stated that the pump was not currently in low battery status. The customer stated that the backlight did not work. The customer will be sent a replacement pump.